Manufacturer narrative:
Patient code 3191 was used to capture the patient undergoing surgical intervention. Updated h2 field with 3191 code and b5 field as patient was prescribed with antibiotics. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this device was explanted as it declared a 1003 code indicative to voltage too low for remaining capacity the patient was given antibiotics. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this device was explanted as it declared a 1003 code indicative to voltage too low for remaining capacity. No additional adverse patient effects were reported.